Event description:
It was reported that the customer was hospitalized due to low blood glucose levels less than 20 mg/dl. The caller stated that the customer did not wake up that day, and was rushed to the emergency room. The caller did not want a replacement insulin pump. The caller wanted a refund and wanted the customer to discontinue insulin pump therapy. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.